Manufacturer narrative:
An event of post-implant tamponade and pulmonary artery dissection was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated that an amulet stabilizing wire dissected the pulmonary artery. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Event description:
It was reported that a patient underwent implant of a 25mm amplatzer amulet left atrial appendage occluder on (B)(6) 2022 using a 14f amulet delivery system. During the procedure, the device was deployed and placed successfully in the left atrial appendage and the procedure was completed. The physician did not recall if there were any difficulties encountered when implanting the amulet occluder. Approximately two months post implant, a computed tomography (CT) scan was performed which revealed the no issues with the device. On (B)(6), 2022 the patient was seen in the emergency department with tamponade and a pulmonary artery dissection. The patient did undergo surgical intervention to repair pulmonary dissection and outside of the left atrial appendage. The cause of the event was noted to have been as a result of the amulet stabilizing wire that dissected the pulmonary artery. At the time of report, the patient had been discharged from the hospital. No additional information was reported.